Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was 10 minutes surgical delay.

Manufacturer narrative:
Event date: unknown when the screws broke; they were discovered broken on (B)(6) 2017. 510k: this report is for two unknown uss schanz screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 the breakage of two screws in l3 was discovered via x-rays. The original surgery using uss schanz for the fixing of 1a-1b in l1-l3 occurred on (B)(6) 2016. In addition, the forward transplanted bone was not fused and it slid laterally from the injured vertebra. On (B)(6) 2017, extension fixing was applied using backward uniplanars. The broken screws were removed successfully and the surgery was completed without any problems. The surgeon noted that the reason for the event would be because he removed a little bit too much of the backward area such as vertebral arch and intervertebral joint than he usually did as the patient was in a complete state of paralysis during the operation. Also, he noted a false joint caused by an unfused bone which was postoperatively transplanted was another possible reason for leading to the breakage of the screw because of the increasing pressure on l3. This report is for two unknown uss schanz screws. This is report 1 of 1 for (B)(4).